Event description:
The patient contacted lifescan alleging that their one touch ultra meter would not power on. The medical affairs specialist sent a letter to the patient, as a phone number was not provided. The patient last tested with the reported meter the night before they contacted lifescan; the result obtained was not provided. They attempted to test with the reported meter and it would not power on. They had breakfast and took medication after attempted use of the product. A result of 228 mg/dl was obtained on another meter at an unspecified time and date. They took a cab to the hospital. Results obtained in the hospital were not provided. They were given insulin at the hospital. There is insufficient information to indicate that the product contributed to the patient experiencing injury and medical intervention. Based on the resolved power issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.